Manufacturer narrative:
Device alarmed motor error during rewind due to corrode the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm due to motor error alarm. Unit had cracked reservoir tube lip. The test reservoir locked in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarms. The customer blood glucose level was unknown. Customer also stated that insulin pump received no delivery alarm and noticed crack on reservoir compartment. Customer stated that rewind was louder. The device will not return for analysis.